Event description:
Philips received a complaint from the customer reporting insufficient tidal volume on the v60 ventilator. The device was not in clinical use. There was no report of harm to a patient or user. A service proposal was provided to the customer for diagnostic and corrective service.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The service proposal was not accepted by the customer; therefore, no diagnostic or repair action was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.